Manufacturer narrative:
A complete analysis and testing of 1 opened and used and 3 randomly sealed reservoirs showed that they are functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported the customer received a no delivery alarm. Customer also reported observing an air bubble in their reservoir. The customer also stated they were unable to push air out of the reservoir. The customer's blood glucose was 160 mg/dl. Troubleshooting found insulin unable to exit with a push plunger. It was also the insulin pump did not alarm no delivery with a manual prime. Customer was able to resolve the issue by changing the reservoir. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.